Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no thermal damage and arcing observed. There was no adverse event reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was installed on an in-house system and passed the recognition test. A review of the logs found 1 - 31009 error relating to recognition failure. Visual inspection found no damage to the dallas chip. Additionally, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a recognition issue. The procedure was continued as planned with no reported injury.